Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alarm. The customer confirmed that insulin was not being reused or mixed, or was expired or denatured. The customer reported that the sites were rotated and inserted into sufficient sub q tissue. Customer stated that tubing was not bent or kinked. Customer stated they had tried all remedies. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.